Event description:
Additional information received indicated that transvaginal estrogen was administered on (B)(6) 2013.

Event description:
Additional information received indicates the event is resolved as of (B)(6), 2014.

Event description:
It was reported the patient is experiencing vaginal erosion from the elevate pc device. The event status was ongoing as of (B)(6) 2013. The device remains in use. No further patient complications were reported in relation to this event.